Event description:
Patient # 2: the customer reported the loaner autopulse platform (sn (B)(4)) was used to resuscitate a patient in cardiac arrest. The crew reported that the autopulse platform did not retract the lifeband and displayed the prompt, "realign patient." The crew checked the lifeband and verified the patient's alignment on the platform, but the issue persisted. The customer did not provide any further information regarding the details of the cardiac arrest event. Return of spontaneous circulation (rosc) to the patient was not achieved, and the patient was later pronounced dead. Per the customer, the patient's death was not related to the autopulse system. Please see the following related MFR report: MFR # 3010617000-2023-00315 for autopulse platform (sn (B)(4)) associated with patient #1.

Manufacturer narrative:
The customer reported that the loaner autopulse platform (sn (B)(4)) was used during two patient deployments, where the platform did not retract the lifeband and displayed the prompt, "realign patient." The customer's reported complaint was confirmed in the platform's archive data. Based on the archive, this autopulse platform was used in active operation on (B)(6) 2023. On this date, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) multiple times upon the initial powering up. This advisory message includes the prompt "realign patient." During device evaluation at zoll, a load cell characterization test was performed and confirmed both load cell modules were functioning within the specification. The likely root cause for the reported complaint was either due to the patient or the platform being placed on an uneven surface, or the patient was not properly centered/aligned on the platform during take-up. The customer was able to clear the ua07 advisory messages and continued using the platform. A user advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. In this reported complaint, the ua07 occurred likely due to either the patient or the autopulse platform being out of position, placed on an uneven surface, moved during compressions, or the patient not properly centered/aligned on the platform. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. Visual inspection of the returned autopulse platform showed no physical damage. Further review of the archive data revealed that the platform failed numerous times during active operation due to fault code 08 (motor controller malfunction), unrelated to the reported complaint. During functional testing at zoll, the autopulse platform powered up but failed to deliver compression and displayed fault code 08, unrelated to the reported complaint. The technical investigation determined that the root cause of fault 08 was the malfunctioning drivetrain motor due to failed component(s), possibly resulting from frequent use of the device. The drivetrain motor was replaced to remedy the fault. During service evaluation, the zoll service personnel accidentally dropped the platform face down. As a result, both load cell modules were damaged, and they were both replaced to address the issue. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both new load cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.